Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and also the dilator was found damage. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and the damage on the dilator. The dislodgment issue identified during the analysis is unrelated to the event described by the customer. The instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation issue identified by bwi pal. Investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: guide (g04061) were selected as related to the customer's reported dilator damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that the dilator for the vizigo sheath was "frayed" right out of the package; it was not a smooth surface. The vizigo sheath was replaced and the procedure continued. There was no patient consequence. The customer's reported dilator damage is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 10-sep-2024, the bwi pal revealed that a visual inspection of the returned device found a hemostatic valve separation. These findings were reviewed and assessed the issue of as an MDR reportable malfunction.